Event description:
A crna performed preoperative checklist prior to use on pt. During the negative low pressure leak test, the isoflurane fill cup was not secured tightly. As a result an unk amount of agent was pulled into the pneumatic system of the anesthesia machine. The crna heard a gargling sound and noticed a change in the amount of agent left in the vaporizer. The risk is that unk amounts of oxygen and agent get pulled into the system if the fill up isn't on tight while performing the negative low pressure test. This could result in pt death due to massive amounts of agent being released to the pt.